Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. (B)(4). Attempts were made to gather thorough event information during complaint processing; no further information could be obtained. The subject guide wire was returned for evaluation. The core and coil wires composing the guide wire were found fractured at approximately 70mm from the middle solder designed to be at 120mm from the wire tip. Microscopic observation of the fracture found that both core and coil wires were wrenched off due to tightening of the coil wire. Proximal to the fracture, coils were found disarranged due to accumulation of torsion. At approximately 1.5mm proximal to the fracture, the polymer jacket was found twisted and torn off. The separated coil wire was also returned and observed. On one end of the separated coil wire, coils were found tightened. On the other end, the coil wire showed flat fracture surface, indicating the coil wire was straightened as it became elongated. The above findings suggested that the guide wire was fractured at approximately 50mm from the wire tip and approximately 40mm of the coil wire was missing. How much of the polymer jacket was missing could not be determined. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was concluded that torsion exceeding the wire's product design limit was inadvertently applied while the tip segment was trapped by the lesion or tortuous vessel, leading the core and coil wires to become fractured; there was no indication of product deficiency. Instructions for use states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that an asahi guide wire became separated during a percutaneous coronary intervention (pci) to treat a moderately tortuous 90-99% stenosis in the lad #6-7. After unsuccessful attempt to cross with another asahi wire, it was exchanged to the subject guide wire with an asahi penetration catheter. Something abnormal was felt during wiring, the physician removed the guide wire and found separation of the wire tip. A snare was used to retrieve the separated tip; however, some portion could be retrieved but some was left in the peripheral vessel. On the physician's decision, a stent was deployed to embed the separated tip against the vessel wall. The stenosis was treated with another stent. The pci was successfully completed with reestablished blood flow by stenting.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided to reflect the date the initial reporter provided the information about the event to the company.